Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported event of the set screw was not able to secure a lead was confirmed in the laboratory. The set screw bore had debris material at the bottom. The debris material prevented the set screw from tightening all the way down.

Event description:
It was reported that during the implant attempt, the set screw could not be tightened. The device was removed and a new device was implanted.